Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call that insulin pump had can not find sensor signal. The blood glucose at the time of the incident was 16 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.